Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device had a gas delivery failure while in use. No patient injury has been reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries the device stopped gas delivery on (B)(6) 2018 at 1:07 am shortly after a suction maneuver was started by the user. The device reacted as specified by generating the error message ¿device failure (6)¿ and an audible alarm and opening the emergency-breathing valve to ambient allowing for spontaneous breathing of the patient. Based on the log entries the proportional valves of the gas mixture and dosage module are potentially faulty. The customer was asked to test the device regarding the stated findings, but no response was received. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.